Event description:
It was reported that the device failed pressure disk sensor check. There was no patient involvement.

Manufacturer narrative:
Additional information: h3, h6 (method, results, conclusion) corrections: d10, g4. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 07/12/2006 to present date 10/06/2020, and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device failed pressure disk sensor check. There was no patient involvement.